Event description:
The service report shows that the customer reported that there was no power-loss alarm. The nellcor puritan-bennett customer support engineer (npb cse) verified the malfunction. The npb cse replaced the motherboard pcb and verified the alarm was working. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.